Manufacturer narrative:
Follow-up #1: date of submission 03/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2014 with the following findings:inspection confirmed an intermittent condition to pcb between the u38 watchdog chip and the master micro processor.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump had many alarms on (B)(6) 2013 (064 and 070). The patient stated that the pump would not rewind all the way (to the end) and each time that they take the battery out, even for five seconds, it erases everything (date, the time, etc.). There is no reported adverse event with this complaint. This report is made based on the allegation of the rewind issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Additional information was inadvertently omitted from the previous report: the battery compartment is cracked. The bolus buttons cover and its slug contact are detached and missing.

Manufacturer narrative:
Investigators were unable to verify steps and to adequately investigate reported rewind issue due the blank screen failure.

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: the black box shows no activity outside of normal use is observed. The pump powers ¿on¿ with a blank screen, auditory, and vibration are fully functional. The pump cover was removed; no intermittent condition or damage was found to the motor drive assembly.